Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, a physician experienced difficulty positioning this right atrial (ra) lead. Once a position was found, a high out of range pacing impedance of greater than 2000 ohms was observed. The physician suspected the ra lead had fractured. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.